Event description:
It was reported that both leads had warnings for low impedance, with no bipolar pacing on the rv (right ventricular) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.